Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 18-dec-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the suspect healon pro product was received within original packaging confirming the reported lot number. The complaint sample consisted of an activated syringe, with approximately 0.2 ml of remaining expellable healon pro solution and a cannula. The assembled syringe was placed into the product box with a blister tray and directions for use (dfu). The material find and the device were sent-out to a third party laboratory. The fourier transform infrared spectroscopy (ftir) microscopic analysis of the material find identified it as cellulose. There were no fibers nor other material finds observed inside the cannula hub which could be expelled into the patient's eye during use of the product. Based upon the customer's narrative and the photograph and recovery of the fiber in the patient's eye, the complaint is confirmed. However, based upon the evaluation of the returned complaint sample, there was no supporting evidence that the material find originated from the remaining healon pro solution or the product components, including the cannula. It cannot be confirmed that there had been a product non-conformity. The ftir analysis and visual inspection of the recovered material find indicated that the material was cellulose (cotton) and not a manufactured cellulose fiber (rayon). A review of the gowning and related accessories and cleaning accessories used in the manufacturing facility areas indicated that there were no similar materials used; the materials were nearly exclusively polypropylene, polyester and nitrile. Thus, there is no known source of exposure to cotton-based fibers in the manufacturing facility areas. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a small black thread in the healon, the surgeon removed the foreign material from the eye. The patient was reported as fully recovered. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown, as information was requested but not provided. Section d6a: implant date: not applicable. Healon is not an implantable device. Section d6b: explant date: not applicable. Healon is not an implantable device. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.